Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump for non-malignant pain. It was reported the patient had a catheter revision and the physician inquired if there was a "black precipitation" at the top of the catheter. The material was referred to as a "black occlusion." Per the image included with the report, a black material was present in the dispensing holes at the distal tip of the catheter. It was reported the catheter was replaced on (B)(6) 2019 and the hospital was in possession of the device. It was indicated the device would be returned for analysis. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. It was also unknown if any diagnostics/troubleshooting were performed. It was reported the issue was resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Correction: section 'device' information refers to the main component of the system. Other relevant device include: product ID: 8731, lot/serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2019, product type: catheter; ubd: 2006-07-14, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the reason for the catheter revision/replacement was poor benefit of therapy. It was noted it was ¿likely polypharmacy and off label drug usage, poor surgical technique with the catheter coiled in front of the pump reservoir.¿ symptoms included worsening pain with the effectiveness of therapy reduced. The onset date of the issue was unclear. Troubleshooting or diagnostic work performed related to the event included x-rays, MRI, side port study and all were within normal limits. It was noted the explanted catheter was returned for analysis. The patient¿s weight was (B)(6). No further complications were reported or anticipated.